Event description:
It was reported that the patient's device had migrated into the axilla and the patient was uncomfortable. The physician did a pocket revision and placed the device more superficial. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead, (B)(6) 2009; 5076 implantable pacing lead, (B)(6) 2009.(B)(4).